Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however it was confirmed that the air/water (aw) nozzle of the equipment was clogged with a black rubber-like foreign matter. There was no physical damage where foreign matter remained. It is unclear if reprocessing was implemented according to instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported issue was confirmed/reproduced. The air/water nozzle at the distal end of the scope was clogged with foreign object causing the water flow to be below the standard value. A black colored, rubber material object which was able to be removed from the nozzle. The repair inspection also noted switch (1) was damaged. A review of the repair history indicates the device has not been repaired before in the past year. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer evis lucera elite gastrointestinal videoscope reportedly had a ¿clogged nozzle¿ during an unspecified procedure. The procedure was completed using the same scope. No death, injury or harm was reported to olympus. Additionally, the customer further reported during inspection before use, no blockage was observed. The injection cleaning tube (mh-946) is not used during manual cleaning. There are no scratches on the mounting area of the mh-946. The hospital utilizes a non-olympus automatic endoscope reprocessor machine. The nozzle of the scope has not been replaced previously.